Event description:
It was reported that customer experienced altitude alarms while flying on march 15 and 18. There was no adverse impact to her blood glucose level. Clinical support was contacted, but despite follow-up attempts via email and phone, additional information could not be obtained, and the case was subsequently closed.